Event description:
A customer in the united states notified biomérieux of an organism misidentification in association with the vitek® ms instrument. The vitek ms identified the strain to streptococcus mitis/streptococcus oralis. The customer performed alternate method testing via optochin and latex testing; result was streptococcus pneumonia. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of an organism misidentification in association with the vitek® ms instrument. The vitek ms identified the strain to streptococcus mitis/streptococcus oralis. The customer performed alternate method testing via optochin and latex testing; the result was streptococcus pneumonia. An internal biomérieux investigation was performed using data provided by the customer. A review of the customer system and set up identified the customer's system was operational. However, the calibrator and sample spot preparation quality seemed to be non-optimal. The "all peaks" value of the sample spots are heterogeneous. This could be explained by a non-optimal spot preparation. The isolate was not submitted for investigation therefore the identification of streptococcus pneumonia could not be confirmed. Based on the information you have provided, the expected identification is streptococcus pneumoniae. It should be noted that optochin is a presumptive test only and biomérieux recommends performing further biochemical tests to complete the identification. This investigation determined that the most likely causes of misidentification was non optimal spot preparation.